Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2012 (implant date) as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on (B)(6) 2012. According to the complainant, post procedure, the patient began experiencing pain and bleeding from her vagina. On (B)(6) 2014, the patient returned to her implanting physician and was given a pre-operative and post-operative dagnosis of tension-free vaginal tape-obturator mesh erosion. During the procedure, the physician found that there had been a 1cm erosion of her vaginal tvt mesh noted on the right periurethral area. The physician excised the eroded portion of the mesh and stated that the "defect and the mucosa were then approximated using a 3-0 vicryl interrupted suture." On (B)(6) 2019, she visited another health care facility and was made aware that the solyx mesh that was placed during her 2012 procedure was causing her vaginal wall to erode. She also experienced discomfort as a result of the solyx mesh protruding from her vagina. She underwent multiple procedures to remove the solyx mesh from her body, causing her pain and suffering, and to incur extensive medical care. On (B)(6) 2019, the patient complained of mesh protrusion and was diagnosed with erosion of implanted urethral mesh to surrounding organ and tissue. On (B)(6) 2019, the patient was forced to undergo a procedure to remove the protruding mesh. The physician experienced difficulty in locating and grasping the mesh because it had become thin. There was a new opening made in an attempt to grasp, cut, and remove the mesh.